Event description:
A report was received that the patient underwent an ipg explant due to communication difficulties, deactivating and not linking to the remote control. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient underwent an ipg explant due to communication difficulties, deactivating and not linking to the remote control. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.